Manufacturer narrative:
Follow-up #1: date of submission 4/10/15. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:. Unable to verify a time/date reset to the default setting in the black box, but issue was reproduced during testing. A manual time change was observed on (B)(6) 2015 from 00:47 to 12:47. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed cover; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2014, the patient had a blood glucose (bg) of 20 mg/dl with an altered level of consciousness. Emergency medical services were called. The patient was treated with glucagon, but refused transfer to the emergency room. During troubleshooting, customer support found when the battery was removed for less than 24 hours, the time/date revert to the factory default settings. This complaint is being reported because the patient experienced hypoglycemia. The time/date issue is unlikely to cause an adverse event and is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.